Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6)2015 with the following findings: the pump failed to recognize the cartridge plunger during the load sequence; the cartridge was emptied during the load step. The force sensor pins were found to have been cracked. A battery compartment crack was observed. (B)(6).

Event description:
Investigation revealed cracked force sensor pins and a battery compartment crack. This report is made based on results of the investigation performed on (B)(6) 2015.